Event description:
The non pre-loaded zfr00v model intraocular lens (iol) was reportedly implanted in the patient¿s ocular dexter (right eye). Patient reports from the beginning she did not adapt to the lenses. Shortly after the lens implant surgeries, the patient reported to the doctor that she was seeing several colored circles and the spotlights from cars and street lights are full of circles and reflections that hinder vision, especially at night. To this day, this prevents her from driving her car after sunset. The doctor explained that she was in the adaptation phase and that after 6 months the sensation would pass. The patient returned 30 days later and reported the same condition, which the doctor said it would improve. She returned approximately 60 days later and again reported the same problems, to which the doctor replied she will adapt, until she became tired of hearing the same excuses and did not return to the original doctor. Today, the patient went to another doctor, and he told me that the excessive sensation of the lights was due to the type of lens, and that she would have to live with this problem. He also advised her to use glasses as she is not seeing well. In addition, she is uncomfortable with blurred vision, the sensation as if there were hairs in her eyes and also the sensation of floaters, which causes her extreme discomfort. Today the patient finds herself with worse vision than before and needing to wear glasses with multifocal lenses as one view is worse at close range and the other at distance.

Manufacturer narrative:
Additional information: section a-3b patient gender: woman was the answer provided. Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.